Event description:
I used poligrip from 1980 - (B)(6) 2010. I experienced numbness and tingling during that time, but did not know poligrip could be causing it. I was diagnosed on (B)(6)2000 and (B)(6)2008 with neuropathy. Dose or amount: denture cream, frequency: once day, route: oral. Dates of use: from 1980 - (B)(6) 2010. Diagnosis or reason for use: denture adhesive. Event abated after use stopped or dose reduced?: no.